Event description:
The distributor reported on behalf of the customer that a broken exeter stem had to be removed from a pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.